Manufacturer narrative:
Additional information provided to the manufacturer indicated that after a readmission for severe anemia and transfusion with 4 units of packed red blood cells (prbc), the patient was scheduled for a heart transplant. The patient subsequently received a heart from a donor and was successfully transplanted. The hospital requested an evaluation of the explanted device. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing intermittent power spikes with speed drops below the set auto low speed. An evaluation of the percutaneous lead and x-rays taken were unremarkable. No other information regarding the status of the patient or outcome of this event was reported to the manufacturer; however, the patient's system controller was returned to the manufacturer for analysis and a review of the data log file downloaded revealed several series of atypical events recorded where unusually high power was captured, accompanied by speed drops to zero rpm. The expected alarm conditions (low flow hazard, low speed hazard, and motor stopped) were active during these events. A runtime clock reset flag was also captured in the log file, indicative of a power interruption to the system controller.